Event description:
The following report was rec'd from the affiliate: during a coronary intervention, that a 2.5x28mm cypher des was flushed (cypher was in the protective sheath), and then it was removed from the protective sheath. When the physician tried to insert the cypher into the guiding catheter, he confirmed the stent was found to be flared at the distal end. There was no reported pt injury. The prod was not clinically used.

Manufacturer narrative:
Please note: distal strut uplift has been determined to be an MDR reportable malfunction as of 12/11/2006 by the cordis product quality services medical team. Therefore, the reportability of this event has been updated accordingly. After removing a 2.5/28mm cypher stent delivery sys from its protective hoop, the distal stent struts were found flared; so, the prod was not used. Few details were provided; how the prod was handled was not reported. With such limited info, it is not possible to determine what factors may have contributed to the event. One non-sterile sds was rec'd for analysis. Visually one stent distal strut was damaged (uplifted/crushed) as reported by the customer. Despite the damaged stent, the sds was advanced through a cordis 6f guide catheter without any resistance or friction. The crossing profile measurements of the mid and proximal section of the stent were found within specification. It was not possible to measure the distal section because of the strut uplift/crushed condition. The mfg records for this lot were reviewed and indicate that prod met quality requirements for prod acceptance. The exact cause of the stent damage could not be conclusively determined; however, it does not appear to be mfg related. Inspections are in place to prevent damage units from leaving the facility. No corrective/preventive actions will be taken at this time.